Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent was in place between the markers and not moving on the c-flex. No damaged was noted on the stent. The c-flex was not stretched and the shrink tubing/c-flex junction was intact. Quality engineering concluded that the returned stent was within specification and both the stent and c-flex were positioned correctly. The stent was stationary on the delivery system. The failure mode could not be verified. Quality engineering concluded that no corrective would be implemented. As part of co's quality process, all stent delivery system devices are inspected on-line to ensure that each stent is correctly positioned and securely mounted on its balloon. A review of the device mfg records did not reveal any nonconformity associated with this device. This MDR is considered closed by the quality assurance department.

Event description:
It was reported that during a ptca/stent procedure the stent moved on the stent delivery system. The malfunction was noted upon removal inspection and the event had no associated pt injury.